Manufacturer narrative:
(B)(6) 2021 lead explanted. Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed that the returned lead fragment was covered in fibriotic growth. The calcification probably led to the reported high pacing impedance and thresholds. Further analysis showed that the insulation was found abraded through 12cm and 5cm proximal to the lead tip, which probably led to the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Damages such as a deformed fixation helix and a stretched outer conductor coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported this lead shows signs of high impedance, high thresholds, and noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.